Event description:
It was reported that one of the blade tabs broke off during a single compartment knee procedure. It was further reported that the piece fell into the surgical site, but was retrieved by the surgeon. It was additionally reported that the procedure was successfully completed and no adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint has not yet been received for evaluation. Lot no. Details are not available to assist further investigation. The root cause of this event is determined to be multi-factorial. Handpiece: system 6 sagittal saw.